Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a dialyzer blood leak occurred during patient setup in dialysis mode of the patient¿s hemodialysis (hd) treatment. The hemodialysis machine alarmed appropriately with a blood leak alarm. It was unknown if blood leak test strips were used. The patient¿s estimated blood loss (ebl) was unknown. There was no reported patient injury, adverse events, or medical intervention required as a result of this event. The patient treatment was restarted and the patient completed treatment on another dialysis machine. Additional information was requested but was not received to date.

Event description:
A user facility reported a dialyzer blood leak occurred during patient setup in dialysis mode of the patient¿s hemodialysis (hd) treatment. The hemodialysis machine alarmed appropriately with a blood leak alarm. It was unknown if blood leak test strips were used. The patient¿s estimated blood loss (ebl) was unknown. There was no reported patient injury, adverse events, or medical intervention required as a result of this event. The patient treatment was restarted and the patient completed treatment on another dialysis machine. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, an search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. Thirteen lots were found to have been delivered in this time period. During the lot history review it was noted that one of the 13 complaints had a complaint reported. Lot 21lu02002 had one complaint that addresses an internal blood leak (no sample). A review of the production record was performed. The production record review showed six of the 13 identified lots had one to two approved temporary dns. They are unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformance's, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 2018-0161 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility reported a dialyzer blood leak occurred during patient setup in dialysis mode of the patient¿s hemodialysis (hd) treatment. The hemodialysis machine alarmed appropriately with a blood leak alarm. It was unknown if blood leak test strips were used. The patient¿s estimated blood loss (ebl) was unknown. There was no reported patient injury, adverse events, or medical intervention required as a result of this event. The patient treatment was restarted and the patient completed treatment on another dialysis machine. Additional information was requested but was not received to date.